Event description:
Mother reported customer had an incident of hypoglycemia requiring treatment by layperson. Blood glucose level 46 mg/dl. Customer presented blue lips and white face, was unresponsive. Mother gave him three teaspoons of honey and dextrose. Mother thinks the pump delivers too much insulin. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.